Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: twenty needles received by our quality team for investigation. Upon visual inspection, no defects or issues observed. Functional testing was performed, each sample was connected to a syringe with saline solution. Nineteen samples expelled the solution with normal flow, one needle appeared clogged, therefore incident is confirmed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that an unspecified number of bd safetyglide¿ needles were clogged. The following information was provided by the initial reporter: the customer described that when they attach the needle to the syringe, the needle often pulls back on creating a suction and then lets go. They have a whole case of the needles with around 350needles, and with random checking they have found the issue to be present in 1 of every 3-4needles. Was there any patient impact/harm? No patient impact/ harm. Was there any medical intervention or treatment needed, due to the reported issue? No.